Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the display screen was dim, discolored and difficult to read upon return to animas. The dim display was replaced with a new test display and was fully functional. Unrelated to the initial complaint, the contrast button was intermittently unresponsive. The 'up','down' and 'ok' buttons responded appropriately to testing. There was no visible damage on the keypad. The keypad cover was removed for internal inspection and contamination was observed on all button contacts. The pump was opened and a vibration motor failure was observed due to the pins not making an electrical connection with the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.